Event description:
It was reported that the pump battery could not be charged. There was no reported adverse impact to the customer¿s blood glucose level. Technical support planned to send a replacement wall adapter, charging cable, and charging pad. If the pump battery depletes before receiving these items, the customer was instructed to rely on an alternate method of insulin delivery.